Manufacturer narrative:
Product analysis: the complaint was confirmed. The touchscreen connector was cleaned and re-seated, and its parameters were reset. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-08-12: the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's cursor was misaligned with the stylus. It was noted that calibration was unable to resolve the issue. It was further noted that the issue was more severe on the left portion of the display. It was further noted that the programmer had recently been returned for the same issue, but the issue persisted after its return from service. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.